Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was 47 mg/dl at time of incident. Another blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucagon, insulin serum and glucose. The customer stated that the symptoms related to high blood glucose such as vomit, feeling sick, can speak. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged that insulin pump was under delivering. The insulin pump did not pass the displacement test. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer experienced low blood glucose. The customer alleged over delivery on insulin pump.

Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6), 2022 s/w 4.11j retainer ring = missing on (B)(6), 2021, the customer alleged hospitalization due the low blood glucose, insulin pump is over delivering, and reservoir is showing less insulin than what is shown on the status screen. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Please see below for the daily total of bolus insulin delivered and the boluses programmed on (B)(6) 2021 in the formatted history file. Dailytotalcollectionstarttime = (B)(6) 2021dailytotalofbolusinsulindelivered = 6.4 (B)(6) 2021 20:48:38.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 (B)(6) 2021 21:02:44.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 (B)(6) 2021 21:23:23.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.9 in summary, insulin pump passed required testing. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to test for possible over delivery anomaly or low reservoir anomaly/device left on the status screen anomaly due to missing retainer. Unable to confirm alleged low blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Hospitalization due the low blood glucose's. Customer alleges insulin pump is over delivering. Reservoir is showing less insulin than what is shown on the status screen. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Please see below for the daily total of bolus insulin delivered and the boluses programmed on 09/01/2021 in the formatted history file. Dailytotalcollectionstarttime = 09/01/2021, dailytotalofbolusinsulindelivered = 6.4, 09/01/2021 20:48:38.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.5, 09/01/2021 21:02:44.000 normalbolusprogrammed, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2, 09/01/2021 21:23:23.000 normalbolusprogrammed, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.9. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to test for possible over delivery anomaly or low reservoir anomaly/units left on the status screen anomaly due to missing retainer. Unable to confirm alleged low blood glucose's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.